Event description:
It was reported that pump malfunction occurred with software error indicated and no notable events leading up to issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, and was advised to continue using pump and to call back if issue occurred again, which customer acknowledged and understood.